Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between carelink and mobile application. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a15 (android 14) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After conducting a thorough investigation of the application logs we found that history and traces upload attempts were failed because secure session between teneo and the pump was not established due to the error during renewing authority certificates on the pump. Teneo team confirmed that they do not observe connection attempts from the specific pump in the server logs. Most likely cause is malfunctioned pump. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. Uninstall mm app. 2. Reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks. 3. Reboot the smartphone. 4. Install mm app. If steps above did not help, please check next: 1. Does customer has vpn connection enabled on his phone (could be some vpn app or vpn configured in os settings): a) you can check device ip address using one of the online services like https://whatismyipaddress.com/ and compare it with other devices that use same wi-fi spot but does not have vpn for sure. B) check device settings for vpn: open your device's settings app. Search for ""vpn."" See if there are any vpn connections listed. If there are some, next to the vpn you want to disable, tap 'settings'. If you use a vpn app, the app will open. After disabling all vpn connections on the device check mm app for reported issue. 2. Try to upload data using another internet connection, sometimes ip adresses could be blacklisted by the network administrator at some facilities (like schools etc). Helpline further informed team that pump replacement was done for the customer and issue is resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.